Event description:
It was reported to medtronic minimed that the customer experienced a cannula bent, possible site or set occlusion, and no delivery/occlusion alarm, DHR was requested for other reasons. The customer reported a blood glucose value of 407 mg/dl. The customer reported hyperglycemia treated with an insulin pump (subcutaneous insulin infusion). The customer reported that the cause of the hyperglycemia was an insulin flow block during therapy, the treatment was done with an insulin pump. The event involved product(s) mmt-394a and mmt-1884. The customer reported an insulin flow blocked alarm during therapy. The customer reported a bent cannula (not a slight bend/curve) after removing the site portion. The customer reported having excessive blood glucose. It was unclear whether the customer had used the insulin pump system within 48 hours or whether the auto mode feature was used during the event. The customer does not feel comfortable troubleshooting. The customer does not feel ok to troubleshoot. No further complications were reported. No product return is required for mmt-394a. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.